Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient diagnosed with cough and asthma. The patient also alleged nasal/throat irritation or soreness, dry mouth and throat, irritated eyes, break out and had to go to the dermatologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging diagnosed with cough and asthma. The patient also alleged difficulty in breathing,nasal/throat irritation or soreness, dry mouth and throat, irritated eyes, break out and had to go to the dermatologist related to a CPAP device's sound abatement foam. This event is assessed as may caused to the device in this case. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed dust/dirt contamination on inside of top and bottom enclosure,blower box top,flip side door,sd card side door,ui panel and side panel and liquid ingress with mineral deposits were observed on the blower and inside the blower box ,a contaminate consistent with keratin was observed on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 10 errors ( erroe#83,#200 ,err_fsens_unable_to_obtain_bus_reboot) found. The manufacturer concludes that they could not confirm the customer's allegation and they observed dust/dirt contamination in the entire airpath from a source external to the device and there is no evidence of degraded sound abatement foam.